Event description:
Reportedly, pt was in distress a couple of hours after the implant procedure. She was taken back to theatre. The echo showed very high gradient of 80 and the valve was not opening or closing properly. The valve was explanted and replaced with a size 19mm perimount valve. Per the surgeon, at explant, the ats 3f valve looked normal. At time of reporting, the pt is still in the ICU. Doctor reported that he thinks he should have implanted a 21mm ats 3f valve instead of the 23mm. He felt that was the reason why the valve was struggling to open and close correctly. He then implanted a 19mm perimount valve which produced a gradient of 11. Doctor does not feel that there was a problem with the 3f valve; he thinks the issue is over-sizing.

Manufacturer narrative:
Method - valve being returned to contract pathology lab for evaluation. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.